Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mjj550, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary: an empty labeled winding former, a detached needle and a dispensed suture were received for evaluation. During the visual inspection of the sample, the closure of the channel needle was noted distorted. The barrel hole was examined under magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.